Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced stoma site bleeding, and the stoma was significantly larger than desired. The stoma was drained of blood by the surgical team, and the patient received intravenous (IV) amoxicillin 1 gr. Antibiotic and topical mupirocin for the stoma. The patient remained hospitalized after the peg-j placement due to infection in the stoma and the stoma site bleeding. No stitches were given for the bleeding. On an unknown date, a CT scan was performed, which showed that the stoma was no longer bleeding. On an unknown date, a 2nd CT scan was performed, showing an abdominal wall hematoma without active bleeding in the stoma. On an unknown date, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and stoma site bleeding are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.